Event description:
Additional information reported that there was continued far p-wave oversensing on the right ventricular lead, seen through remote follow-up. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmissions revealed an episode of non-sustained right ventricular oversensing, due to far p-wave oversensing on the right ventricular lead. There was a history of far-p oversensing on that lead. The physician elected to continue to monitor the patient, and the patient was in stable condition.